Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, the phacoemulsification handpiece had low performance to cut the core of the cataract. Additional information was received from the customer, reporting after capsulorhexis and hydrodissection, the ultrasound didn't seem to work. At the sculpture stage, the surgeon was pressing the pedal all the way down and absolutely nothing was happening. No phacoemulsification at all. Even the sound of it was strange, the phaco handpiece was switched out to complete the case successfully. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The handpiece was found to be partially occluded, however, no functional testing was performed on the handpiece, therefore the reported event remains unable to be confirmed. The handpiece was manufactured on april 21, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).